Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm curved-tip stapler instrument for failure analysis investigation. The instrument was analyzed and found to have lodged staples in the jaws. Three fully formed staples were observed at the distal end of the stapler within the jaws, preventing the reload from attaching to the instrument. The staples were removed, and eight were confirmed. The complaint was confirmed by failure analysis. The probable root cause is attributed to loose staples from firing across staple lines or not having a full bundle of tissue between the jaws during use. Loose staples that do not go into tissue can be dragged into the I-beam slot as the I-beam retracts during unclamping. Increased drive train friction during calibration due to a staple lodged in the path of the I-beam can prevent the instrument from registering the reload color, which then results in an initialization failure.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there were staple remnants left in the tip of the 8mm curved-tip stapler instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during the use of the stapler, it was noted that it appeared to have had some staple remnants while trying to insert a new staple load. The device was not used, and a new one was used in place of that stapler.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.